Event description:
It was reported that during a sleeve gastrectomy procedure, during the insertion of the tube orally, the tube entered into the herniation and ruptured the posterior wall of the esophagus. One device was retained for legal. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4).

Event description:
There was an upper g.I available to review. The tube was inserted by an anesthetist, who was equally qualified. The perforation/rupture was initially repaired by laparoscopic surgery. Later on the case was converted and the same was repaired by a surgeon by open technique. The patient has recovered and has been discharged from the hospital.

Manufacturer narrative:
(B)(4). Information was not provided by contact.